Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to noise and high and varying impedance. Lead fracture is suspected. It was also reported that the lead had an area of crumpled insulation that was previously repaired. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead was performed. The returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the noise and high impedance described in the event. There were no anomalies observed on the full lead in segments. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with explant damage. The area on the is-1 leg of the proximal segment where it appears the insulation repair likely took place shows no sign of insulation breach or blood ingress. (B)(4).